Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the valve, a conclusive cause cannot be determined. A supplemental report will be filed if the device is returned or if additional information is received. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at less than 2/3 deployment, the valve was implanted deep and dislodged when repositioning was attempted. During an attempt to retrieve the valve, it was reported that the non-medtronic sheath folded in on itself. Subsequently, the valve was left implanted in the descending aorta and a second valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(6). There was no new information received from the user facility medwatch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.